Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the endoscopic image of the subject device on the monitor had abnormal color tone (the image was pink). The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon (abnormal image) was duplicated due to the ccd failure, and also found the followings: the scope communication errors e216/b30 occurred on the subject device due to the contact failure of the electrical contacts of the video connector by the dirt, foreign material, or corrosion. The adhesive around the object lens of the subject device had been peeled off due to deterioration of adhesive by chemical stress/physical stress. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomena could not be conclusively determined at this time. However, based upon the information from sorc, omsc surmised the followings: the abnormal image and the scope communication errors e216/b30 were attributed to the failure of the ccd unit or the electrical circuit board in the video connector, or some malfunction of the video system center. The peeling of the adhesive around the object lens was attributed to the excessive handling due to peeling and cracking due to impact such as dropping, repeated wiping of the outer surface of the distal end, chemical deterioration due to chemicals, and so on. If additional information is received, this report will be supplemented.